Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline breast prosthesis. Deflation of the right breast prosthesis was identified when the patient woke up morning of (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/22/2018, mentor became aware that the suspect medical device's lot number was 5733342. In addition, mentor also became aware that the concomitant device was also a mentor smooth round moderate profile 350cc saline, catalog: 3501655, lot: 5733342. On 11/26/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: two devices with the same lot number were received by mentor. The device (a) contained no fluid. Red, white and yellow material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view that extended to the posterior view. A rent was discovered within the crease on the anterior view measuring approximately 0.3 cm. No other anomalies were found. The device (b) contained no fluid. White and yellow material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on both views. Parallel lines of shell abrasion were observed at the end of the creases on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. No other anomalies were found. The complaint of deflation was confirmed since one rent was found on one of the reported devices. However, at this point it is not possible to determine the root cause of such damage or the origin of the red, white and yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, creases and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 5733342 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).